Event description:
The device was returned along with the gdc-18 coil reported under MFR # 2939204-2010-00141. Inspection of the device found it was broken inside the introducer sheath. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned device found the coil to be jammed in the introducer sheath and blood was present in the introducer sheath. The distal end of the coil was noted to be broken, and the piece of coil that had broken away was not returned. However, microscopic inspection of the device revealed the main coil was still attached to the pusher wire and the polyethylene (pet) junction was intact. The proximal end of the main coil was extensively stretched. The pusher wire was kinked approximately 98.5cm from the proximal end of the coil. No malfunction allegations or additional information concerning this specific coil were received from the user facility. However, blood matter observed inside the sheath, is indicative that sufficient flush was not maintained. It is unknown if there was friction encountered during use, but the main coil was jammed and broken inside the introducer sheath and the pusher wire was kinked, which would be indicative of friction and the possible use of force during manipulation. It is probable that the presence of blood matter due to insufficient flush was a source of friction, which in turn led to the coil becoming jammed, stretched and subsequently broken. Based on findings observed during analysis of the subject device, it is likely that the device was not used in accordance with the direction for use (dfu). Therefore, a root cause of use/user error will be assigned to this investigation.